Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported damage. The investigation attributed the root cause to unintended user error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were 2 broken items. The 7r femoral trial has a crack on both sides of trial at notch. The tibial impactor has a piece broken off. No patient was involved in these incidents, no one was injured, no case delayed. No surgical delay.